Event description:
A (B)(6) female underwent evar on (B)(6) 2013: 21:00, start aaa ruptured case: cut down, 22:00 left iia embolization, 22:30 deployed main body, 23:00 implant contralateral limb, 23:30 could not dock to top cap during 1.5 hours because anatomy angle of patient or other reason. (B)(6), 01:30 aim to docking by force because patient will be die when have a open surgery if dilator stay in the body done docking and implant ipsilateral limb but find type 1a endoleak. Maybe proximal parts z-stent move to iliac artery with top cap and gray positional, 02:00 implant main body extension and finished procedure even though find endoleak, 02:30 open surgery the left iliac artery because iliac artery occlusion (reason is thrombosis), 04:00 removed thrombosis at 04:30 finished aaa case even though staying endoleak in patient.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.